Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: unknown event date. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unk - plates: matrixmandible/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported through a study that patient number 78 is 20 year old male that received bilateral mandibular orif, right parasymphysis, left angle index procedure with one, intermediate trauma plate (silver) plate, one, small reconstruction plates (silver) plate & one, small reconstruction plates (light blue) plate and fourteen (14) combination of locking and cortex screws and experienced a postoperative complication related to procedure of ¿mental nerve paresthesia¿ post 684 days from index surgery. Patient malocclusion was resolved. Surgery was successfully completed. This report is for one unk - plates: matrixmandible. This is report 1 of 10 for (B)(4). (B)(4) is linked to the below complaints: (B)(4) created to capture patient (B)(6). (B)(4) created to capture patient (B)(6). (B)(4) created to capture patient (B)(6). (B)(4) created to capture patient (B)(6). (B)(4) created to capture patient (B)(6). (B)(4) created to capture patient (B)(6).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: d2 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.